Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4). Lead stretched. Additional findings of proximal conductor distorted, distal and proximal conductors blood/body fluid (not obstructed), inner insulation kinked buckled, outer insulation breached cut, distal conductor connector pin bent, helix distorted/bent, blood in/on helix mechanism, stylet stuck in lead-distal coil and damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead helix did not appear to come out smoothly and that the lead was not capturing. It was also reported that the lead dislodged after implant so it was explanted and replaced later the same day. No patient complications have been reported as a result of this event.